Event description:
I have a lung disease that requires oxygen therapy. I purchase an inogen one g3 and was flying from (B)(6) to see my son who is active duty military for thanksgiving. My machine gave me an "o2 error" while on my flight and stopped putting out oxygen. After several attempt I was able to start it up again after a few mins, during which I began to feel light headed and dizzy. The machine failed again when I arrived at my son's house. Thankfully, they rented a home use unit for me. I purchased a lifetime warranty from inogen for my machine and they have sent me replacements that all have the same problem. I am currently on my 8th replacement and waiting for a new unit. I've been told by inogen reps there are issues with the device's columns and it's a software issue. However, they continue to send faulty units. I have contacted them on several occasions and read multiple pts are experiencing the same problems. Inogen has not offered any help except to continue to replace the units, though faulty. FDA safety report ID# (B)(4).